Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the error, "proximal pressure line disconnect", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went onsite and was unable to duplicate the issue during a running test. The device passed the required performance verification tests per philips standards and was returned to service.